Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was an issue with the pump's time and date settings. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the reported issue was not resolved. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/21/2016 with the following findings: there was no data observed in the pump's black box that was outside of the normal use of the pump. The dates in the total daily dose history were incongruent. There was no data in the black box from the time of the incongruent dates due to continued patient use. A timekeeping accuracy test was performed and the pump maintained time accurately during the 5 day duration test; however when pump was left without power for 1 hour and pump was powered back on it had returned to the default time and date. The pump was opened and the internal battery (bt1) was found to be leaking.